Event description:
It was reported that the device was explanted approximately after an implant duration of zero days, due to a unsuccessful ring repair. Per the operative report, the anterior leaflet of the mitral valve itself was quite small and was unable to be fully coapting with the #30 mm physio ring nor with the downsized #26 mm physio ring. Therefore mitral valve was finally replaced with 27 mm magna ease pericardial valve. Generalized coagulopathy was noted. Good heart function was noted thereafter.

Manufacturer narrative:
On 07/20/2009 per response from the surgeon, the device is not available for return. No customer letter required. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after implant duration of approximately 101.6 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Unsuccessful ring repair. Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was initially learned through implant patient registry. Patient also had another device explanted on the same day, please reference the medwatch report filed under patient identifier # (for information regarding that device). Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. A device history record review is in process.